Event description:
It was reported that the patient was not receiving benefit from the spinal cord stimulator (scs) and was having difficulty recharging the battery due to other health issues unrelated to scs. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned, as it was disposed by the facility.